Manufacturer narrative:
Additional information received indicates that the patient's pre-operative course had been complicated by pneumonia and right heart dysfunction. Prior to the initial hvad implantation, the patient's condition necessitated intubation, mechanical ventilation and extra-corporeal membrane oxygenation (ECMO) support. In addition, the patient was also reported to have been febrile. Blood cultures were negative and a pre-operative chest x-ray (cxr) also revealed infiltrates that were treated with intravenous (IV) zosyn for three to four days before his surgery. The patient's pre-existing right ventricular dysfunction required support with a milrinone infusion. Post-operatively the patient's renal and hepatic functioning declined after his sudden cardiac arrest on (B)(6) 2017. This was reported to be related to intra-arrest hypoperfusion. The patient's surgeon reported that the post-implant events were not related to the hvad device but related to the patient's complex condition prior to the surgery (sepsis with an unidentified source). Pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported "low flow event" event was confirmed through log file analysis which revealed six (6) low flow alarms recorded on (B)(6) 2017 and a sustained decrease in power consumption on (B)(6) 2017 at approximately 18:10 to parameters below the normal operating range. Parameters returned to normal operating range on (B)(6) 2017 at approximately 11:12. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft. Clinical factors that may have contributed to the patient's outcome include the patient's pre-operative condition that necessitated mechanical assistance, his past medical history and related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system operation. It sends power and operating signals to the blood pump and collects information from the pump. The pump is a fixed speed system and estimates blood flow rate using electrical current, impeller speed and blood viscosity. The instructions for use (IFU) outlines the setting of the patient's hematocrit based on a blood sample and adjustments to the hematocrit setting. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. The IFU includes a reference guide for both visual and tone alarms including potential causes and actions to take. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The IFU provides guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Death, pulmonary, renal and hepatic dysfunction, infection/sepsis and cardiac arrest are known potential complications that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient who was on extra-corporeal membrane oxygenation (ECMO) for three weeks, underwent hvad implantation on (B)(6) 2017.  Post-operatively, the patient appears to have developed sepsis, and renal and hepatic compromise.  In addition, he was reported to have been progressing slowly related to his pulmonary concerns.  Details regarding these events have not been provided.  On (B)(6) 2017 the patient developed low hvad flows and on the next day had a sudden cardiac arrest requiring "brief" cardiopulmonary resuscitation.  The patient then underwent implantation of a tandem heart device for right-sided support.  After this implant, the patient is reported to have been moving all extremities and to have stabilized the hvad's left-sided flows.  A computerized tomography (CT) scan after the arrest revealed no abnormalities. Given the patient's poor prognosis, a decision was then made to withdraw support and the patient expired on (B)(6) 2017.  No autopsy was performed.  A preliminary controller log file review confirmed the reported low flow alarms along with a decrease in power consumption.  No further information is available.